Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, an inappropriate anti-tachycardia pacing (atp) episode for a supraventricular tachycardia (svt) was observed. The device was determined to have delivered inappropriate therapy due to atrial undersensing. Programming changes made and there were no known patient consequences following.